Event description:
Philips received a complaint from the sales representative, reporting that the v60 ventilator displayed a proximal pressure line disconnect error code. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Manufacturer narrative:
A service engineer (se) reported that the issue was not duplicated during the evaluation. It was then noted that the occurrence of a "proximal pressure line disconnect" alarm was confirmed in the event log. The se did not perform any repairs on the device, and no abnormalities were confirmed during the inspection.

Manufacturer narrative:
H11: correction: the report is to correct g.3 (date received by mfg) from 17-jun-2027 to 17-jun-2024 in the previous report. There is no other additional information to report at this time. The due date in the previous follow up report was also incorrect (17-jul-2027) but the report was submitted on time (ack 3 success date: 01-jul-2024 05:02 pm).